Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: there was a pump not primed warning observed in the black box; force readings do not reach zero. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage to the force sensor circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a loss of prime issue. The reporter stated that the pump was emitting loss of prime warnings constantly over the last month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.